Event description:
The customer obtained a false negative anti-hc result with a pt sample. A false negative anti-hcv pt result could have caused an infected person to be misclassified. There was no report of pt harm as a result of this event.